Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging a fading display issue with his onetouch ping enhanced meter. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the meter¿s display began fading at 3am on (B)(6) 2016. The patient manages his diabetes with insulin pump therapy. He denied making any changes to his usual diabetes management routine as a result of the alleged issue. He reported that about 1 hour after the issue began, he developed symptoms of ¿sweaty [and] shaky¿. He denied receiving any treatment for his symptoms. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and based on the information provided there had been no misuse of the product. The issue remained unresolved. The patient reported that he had a backup meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged display issue began.

Manufacturer narrative:
Follow up #1: the meter has been returned and evaluated by product analysis with the following findings: the meter was found to have a faded display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.